Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 803. This condition had the potential to interrupt delivery. This condition occurred upon programming/setup. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 803 was confirmed as failure code 803:07 during product evaluation. The assignable cause for the reported problem was determined to be due to the blue slide clamp being left in the channel. The blue slide clamp was removed to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.